Event description:
It was reported that cartridge alarm occurred repeatedly and prevented successful insulin delivery despite attempts with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique but alarm recurred, so customer switched to insulin injections as backup, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode and return it using pre-paid label, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor on replacement device.